Manufacturer narrative:
Unit had intermittent button response due to corroded keypad traces. Unit had minor scratched display window, cracked case at display window corner, cracked reservoir tube and broken reservoir tube lip. (B)(4).

Event description:
A nurse reported via phone call that the insulin pump's keypad was not responding properly. Nurse reported that the b and up buttons were unresponsive, the act button was intermittently responsive. The caller did not list any significant events leading up to this issue. Blood glucose level at the time of the incident was 245 mg/dl. The nurse was advised that the insulin pump would be replaced and agreed to return the product for analysis.